Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. The customer¿s blood glucose level was 54 mg/dl at the time of incident. Customer's other relevant blood glucose levels were 252 mg/dl, 252 mg/dl and 239 mg/dl. Customer stated that the insulin pump was suspended. Customer was treated with the juice. The device will not be returned for analysis.